Event description:
This case was initially received via (B)(6) on 10-oct-2017. The most recent information was received on 13-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure (batch no. 761618) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 6 years 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("swollen abdomen"), weight increased ("weight gain"), oedema peripheral ("hands, ankle and feet edema"), joint crepitation ("crackling joints"), myalgia ("muscular pains on legs and arms"), arthralgia ("hip pains"), feeling abnormal ("feeling of head in a vice"), skin warm ("feeling of hot spots"), headache ("headaches"), hyperhidrosis ("excessive sweatiness"), dry skin ("dry skin"), gastrointestinal sounds abnormal ("noisy belly") and chills ("shivers all over the body for a moment"). The patient was treated with surgery (hysterectomy and salpingectomy were performed on (B)(6)2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, abdominal distension, weight increased, oedema peripheral, joint crepitation, myalgia, arthralgia, feeling abnormal, skin warm, headache, hyperhidrosis, dry skin, gastrointestinal sounds abnormal and chills outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, chills, dry skin, feeling abnormal, gastrointestinal sounds abnormal, headache, hyperhidrosis, joint crepitation, medical device removal, myalgia, oedema peripheral, skin warm and weight increased with essure. The reporter commented: the events happened at the home of the patient. A major part of the symptoms disappeared after essure removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: medical device removal: n° 749 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-oct-2017: quality-safety evaluation of ptc. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.